Manufacturer narrative:
Patient¿ weight was requested, but was not provided. Approximate age of device - 4 years. Device analysis: the report of low speed operation alarms and pump stoppages was confirmed through the evaluation of submitted log file; however, a specific cause for the reported event could not be conclusively determined. A section of the percutaneous lead (driveline) measuring approximately 19 inches long was returned for evaluation. Tape had been applied over the driveline silicone jacket approximately 2.5 inches, 7 inches and 9 inches from the metal connector. Electrical continuity testing of the driveline in the condition that it was received and did not reveal any discontinuities or shorts. Tears in the silicone jacket were noted after removing the tape. However, the underlying bionate was free of damage. Upon removal of the silicone jacket, metal braided shield disruption was noted adjacent to and approximately 2.5 inches from the metal connector. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation and the test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The heartmate ii lvas IFU provides driveline care instructions and also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. The device remains implanted and the patient remains ongoing on lvad support with no further issues reported. No further information is available. A review of the device history records for the pump showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that interrogation of the patient¿s lvad system showed low speed advisories alarms as well as pump stoppages. A short to shield condition of the percutaneous lead (driveline) was suspected. An ungrounded patient cable had been provided to the patient for use while connected to the power module. No clinical symptom was reported. The manufacturer's technical services representative reviewed the submitted log file and pump stoppages were confirmed to have occurred on (B)(6) 2018. These events only appeared to occur while the lvad was connected to the power module. The submitted x-ray was unremarkable. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. No immediate alarms occurred after the replacement. No additional information was provided.

Event description:
It was reported post percutaneous lead (driveline) replacement, the patient¿s lvad system was producing some flow estimation and power elevations very shortly after. The patient had a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.